Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: manufacturer report 2017865-2021-13411, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device battery was found to be significantly depleted. Abbott technical support reviewed device session records and could not rule out premature battery depletion. The device is anticipated to be explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.